Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Root cause and corrective action are documented in the CAPA system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While undertaking a primary tkr this instrument was utilized to impact the attune femoral component onto the femur. Whilst impacting the uncemented femoral component, the handle has broken into several pieces. An alternative handle was utilized.